Event description:
The patient underwent a laparoscopic salpingo-oophorectomy. At the end of the case, the surgeon removed the humi uterine manipulator and said, "look at this thing, it is bent." The humi uterine manipulator was bent, but was intact.